Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: g2.

Event description:
N.a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was asked by the customer to quote the repair. Despite good faith efforts (gfes), no further information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Due to character limit in block e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance on the cardiosave intra-aortic balloon pump (iabp) issues were discovered with the pcba front-end and touchscreen assembly, requiring their replacement. No patient was involved.